Event description:
It was initially reported that by the site that one of the handheld computers was not working correctly. It was attempted to be used on multiple patients with no success. No further details have been on the issue to date. Good faith attempts to obtain the device information and returned for analysis have been unsuccessful to date.